Event description:
A call to technical services on 10/05/2011 states that this device only lasted 5 years and physician expected longer given it was normal outputs and only 20% ra pacing and 80% rv pacing. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).